Manufacturer narrative:
The investigation determined that a higher than expected vitros tsh result was obtained from a non-vitros biorad l3 control fluid lot 85213, when compared to the customer¿s baseline mean, using a vitros tsh reagent lot 6303 on a vitros 5600 integrated system. The most likely explanation for the higher than expected biorad l3 qc fluid result appears to be a biased calibration that caused a positive shift in qc fluid results generated using the cal curves 2669 and 2671. When a typical calibration was obtained on cal curve 2673, acceptable qc fluid results were obtained for all three qc fluid levels and patient sample results obtained were acceptable to the customer. The customer continues to use vitros tsh reagent lot 6303 at the customer site and the biorad qc fluids without complaint.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solutions center (tsc) to report a higher than expected tsh result obtained from a non-vitros biorad l3 quality control (qc) fluid, using vitros immunodiagnostic products tsh reagent on a vitros 5600 integrated system. Biorad l3 lot 85213 result of 34.98 miu/l vs. The expected results of 26.67 miu/l. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The higher than expected vitros tsh result was from non-patient fluid and was not reported from the laboratory. The customer did not give any indication that patient results had been affected and there is no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).